Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the procedure, the right ventricular lead did not have any thresholds after multiple attempts. The lead was not used. The patient was stable.

Event description:
New information states that, there was no sensing or pacing noted during lead positioning.

Manufacturer narrative:
Analysis was normal. No anomalies were found.